Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 5.1 cubies were failed. The field service engineer replaced the motherboard (126616-31), reconfigured and also replaced auxiliary half height drawer 5.1 and 4.2 front panel (104644-01) to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system multiple pockets were failed. The customer reported that auxiliary drawer 5.1 has multiple failed pockets and broken half height faceplates. The customer stated that this malfunction caused an delay to the patient care. There were no adverse events or injuries reported based on this incident.